Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a red itchy skin irritation on the front of her body. The patient's doctor recommended the use of hydrocortisone cream. During a follow up the patient reported that the recommended cream was not working. She reported that the rash had red bumps and it had spread to her back and genitals. The patient ended use of the device. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.